Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed with multiple pump error's. The customer stated while changing the battery and inserting a new battery the insulin pump alarmed with multiple pump errors. Assisted the customer with clearing the error¿s. The customer stated that the insulin pump was not exposed to high magnetic fields. Asked the customer to view the alarm history and found additional pump error¿s. The customer stated they cannot rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.